Manufacturer narrative:
(B)(4).

Event description:
It was reported the powermax elite mdu hand control was running hot. A backup device was used to finish the procedure. There was no reported delay in the procedure or patient impact as the result of this event.

Manufacturer narrative:
Device investigation narrative - one service replacement powermax elite motor drive unit, part number 72200616s was received on july 01, 2016 and confirmed to be serial number (B)(4). A visual inspection was performed on the product and no damage was observed. Complaint of overheating was confirmed. (B)(4) failed for hand piece blade stall error as well as overheating. The motor/gearbox was removed from the housing. The gearbox was removed from motor and motor tested good. The gearbox appears to be corroded internally. A review of the manufacturing records shows that this unit was released to distribution on or about february 23, 2016 as a service replacement. Motor/gearbox assembly is over 3 years old. The root cause of this event was identified to be associated with corrosion of the gearbox assembly. A motor stall condition will result in increased current draw from the control unit which will heat the motor and hand piece housing. Factors which can contribute to gearbox corrosion include cleaning and sterilization methods and the chemicals involved. (B)(4).